Event description:
The micro sagittal saw was sent for evaluation because, it was running on its own without activation prior to a procedure. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted throughout the internal components of the device.